Event description:
The pt underwent surgery for a permanent scs implant procedure. It was reported the physician had to remove adhesions in the thoracic area in order to implant the lead. After placing the surgical lead, the physician noted clear fluid in the epidural space and suspected a dural tear. The lead was removed and the incision was closed. It was reported the pt was taken to recovery and monitored for the rest of the day. Follow-up indicated the pt complained of headaches on (B)(6) 2012. She was admitted to the hospital and a blood patch was performed on (B)(6) 2012. It was reported the pt will undergo surgery to repair the dural tear. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.